Event description:
It was reported that these 980 ventilators failed the zero offset test during the extended self test (est) with an "accumulator pressure sensor zero off set out of range (oor)" message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator failed the zero offset test during the extended self test (est) with an "accumulator pressure sensor zero off set out of range (oor)" message. The device was available for evaluation. The service personnel (sp) inspected the unit and confirmed the reported issue. Sp found that the unit had an est failure code and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) for the issue. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One ifm pcba was returned for analysis. A visual inspection of the returned part was conducted and no anomalies were observed. The ifm pcba was attached to the failure investigation test ventilator for analysis. At calibration it failed for accumulator pressure sensor zero offset out of range as described in the complaint. The component pressure sensor (ps4) was found to be faulty. If an ps4 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv) or loss of ventilation (lov). The cause of the event was isolated to a faulty ps4 on the ifm pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.